Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was received in a deployed condition. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The stent was broken/fractured, the proximal end was not returned. The stent was deformed. The sdw was kinked/bent. A functional inspection was not performed. There was no event description available for this additional returned device. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The stent was returned for analysis in a deployed condition. The stent was noted to be broken/fractured, with the proximal (closed cell) end of the stent missing (not returned). The stent was also noted to be deformed. The stent delivery wire (sdw) was returned and was noted to be kinked/bent towards the distal end of the wire. The introducer sheath was not returned for analysis. It is not possible to determine what occurred to this device as there was no event description or follow-up gfe information available. The as reported code 'device problem unknown/unclear' and the as analyzed codes 'stent broken/fractured during use', 'stent deformed', and 'sdw kinked/bent' have been assigned procedural factors. This complaint is associated with a product that met stryker design and manufacturing specifications and is assumed to have been used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
The subject stent was returned for analysis and it was discovered that it was broken/fractured during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.